Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor was involved in an overinfusion incident. The reporter stated that the infusion was expected to last two days but ended in one day. The fill volume and involved drug are unknown. It is unknown whether the patient pressed the medication demand button of an attached patient control module (pcm) during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.